Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door there was fluid leaking. She retained the set and gave it to her pd nurse. During follow up the patient's pd nurse reported that her effluent was clear. She did not have signs of infection. She was not prescribed any antibiotics. The nurse is returning the set. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.